Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead was not capturing and x-ray confirmed the lead had pulled back. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.